Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e1 (initial reporter first name, last name), e4, g1 (manufacturing site name). Recaptured codes on h6 (health effect - impact code, type of investigation). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an external skeletal fixation for a dislocation fracture of the ankle joint. When the seldrill was inserted via the drill sleeve, the threaded part of the seldrill got stuck/jammed inside the drill sleeve just after it went through the drill sleeve. Therefore, another seldrill and a spare drill sleeve with the same product code were used in the surgery. The jammed seldrill and drill sleeve were managed to be separated after surgery, and it was found that the shaft of the seldrill was clearly thicker than the drill sleeve in question. The surgery was completed successfully within 30 minutes¿ delay. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found with scratches on the shaft that were cause from the attempts of insertion. A dimensional inspection was performed and met specifications. A functional test was not performed since the mating device is damaged. The overall complaint was confirmed as the observed condition of the seldrill-schanzscr ã¸5 l150/60 ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part # 494.784s lot # 247l657 manufacturing site: werk selzach logistik release to warehouse date: 09.nov.2023 expiration date: 01.nov.2033 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history batch part: 494.784 lot: 7574p76 manufacturing site: werk raron. A DHR evaluation was performed for the finished device lot: 7574p76, article: 494.784, and no non-conformances / manufacturing irregularities were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.